Event description:
It was reported that while using the coaguchek xs meter (serial number unknown) the customer obtained results of 3.0 inr and 2.3 inr. It was stated that the results were taken at 1 pm . The reporter states she thinks the customer used a separate finger for each sample, however she was not with him at the time of the tests. There were no changes made to the customer's coumadin dose. The customer's therapeutic range is 2.0-3.0 inr. It was reported that the customer is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. He has not started any new medications nor has he had any diet changes. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer returned the suspect meter and strips. (B)(4). The relevant retention test strips (lot 206196) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. The retention samples were acceptable. The returned meter and test strips were measured with a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.